Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms. A revision procedure was performed and the lead was removed from service. The lead was not replaced as this patient is in chronic atrial fibrillation (af). No adverse patient effects were reported.